Event description:
Additional information received via reply card and patient details has been updated.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in multiple pieces, typical of insertion and removal from the eye. Scratches are observed on the optic portions of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was scratched. There was a contact with the patient. Lens was inserted and removed during the procedure. Additional information has been requested; however, further information has not been received.